Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, purple pixels from the biopsy site and blood caused artifact and did not allow thermal dose threshold (tdt) lines to spread. There were no patient complications reported in relation to this event.